Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was unable to authenticate. The customer reported that when attempting to log in, the station displayed the message "unable to authenticate." When biometric identifier login was attempted, the system indicated that the ID was not registered. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to authenticate. A technical support specialist (tss) dialed into the station and reviewed medapp logs for errors. Connected to the server and confirmed the account was active, not locked, and areas were properly selected. Customer was advised to contact hospital information technology (it) to reset the password. Customer later confirmed the issue was resolved. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was unable to authenticate. The customer reported that when attempting to log in, the station displayed the message "unable to authenticate." When biometric identifier login was attempted, the system indicated that the ID was not registered. However, there were no delays or adverse events or injuries reported based on this event.